Event description:
It was reported that the patient experienced diaphramatic stimulation and the left ventricular lead was exhibiting high thresholds. The lead was partially removed, cut and capped, and the system downgraded. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.